Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected a high out of range pacing impedance of greater than 2000 ohms in the left ventricle (lv). The lv lead then displayed a pretty prominent dip in impedance a few weeks later. Most recently, the lv impedance was 1217 ohms. It was noted the presenting electrogram (egm) did not display any noise or oversensing. Lv pacing was 97 percent over the last month. Technical services discussed possible causes for the impedance issue, and provided troubleshooting options. The decision was made to monitor the lead trends for the time being and perform additional lv testing at patient's next clinic visit. At this time, this lv lead remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the left ventricular (lv) pacing impedance gradually increased to greater than 2000 ohms. Recently, the lv pacing impedance was in the 2050 to 2100 ohms range. Technical services again discussed the possible causes for the clinical observations. It was noted lv capture was appropriate on the presenting electrogram. No further actions were taken and the patient will continue to be monitored. This lv lead remains in service and there were no adverse patient effects reported.